Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during intraocular lens (iol) implant procedure, the surgeon noticed that the lens optic was broken or cracked. The lens was explanted during initial procedure and replaced. The procedure was completed on same day. Additional information has been requested.